Event description:
On (B)(6) 2012, patient reported the cartridge of insulin she had removed from the infusion device was leaking and had dripped into the infusion device's cartridge chamber a little bit. Patient stated the amount that leaked into the cartridge chamber was not a pourable amount. Patient reported she filled a new insulin cartridge and inserted it into the infusion device. Patient stated she attempted to run a prime with the new insulin cartridge, infusion adapter and infusion set tubing but the infusion device displayed an e4 (occlusion) error. Patient doesn't have any additional infusion set tubing; will use injection therapy in the meantime. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged cartridge and adapter for evaluation.